Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a sterling balloon catheter. No patient complications were reported.